Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09537. It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The watchman® access system (was) was used to deliver the 24mm watchman ® laa closure device & delivery system (wds). The closure device was deployed and released. During imaging post implant, a pericardial effusion was observed. The patient had no symptoms. The patient underwent surgery where a hole in the laa was discovered and repaired. The closure device was removed during surgery. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the patient experienced pericardial effusion with tamponade. During surgery, the laa was ligated. The patient was doing well post surgery.

Manufacturer narrative:
Journal article: batson, b. Et al, ¿left atrium wall rupture following watchman device placement¿ am j respir crit care med 2018;197:a3488, www.atsjournals.org. Bsc ID (B)(4).

Event description:
Additional information received via journal article. It was further reported via journal article, that this patient had failed radiofrequency ablation three times and refused long term anticoagulation. Transesophageal echocardiography (tee) post-procedure revealed a large pericardial effusion with no tamponade. Pericardiocentesis was performed and 500cc of blood was aspirated. Then patient was taken for exploratory thoracotomy due to persistent pericardial bleeding. He was found to have a laa tear which required ligation due to inability to surgically close the tear and the watchman device was removed. He remained intubated for 3 days and then was extubated to high flow nasal cannula. He required a prolonged weaning from oxygen supplementation. Additionally, he developed acute on chronic kidney failure which required hemodialysis. Patient was discharged to an inpatient rehabilitation facility after a 22 day hospital stay. However, he was readmitted within 24 hours with worsening shortness of breath and pulmonary edema. He was hospitalized for 10 additional days and then discharged to a skilled nursing facility to continue hemodialysis.